Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial tachycardia. Upon device interrogation, it was revealed that there was atrial un der-sensing and mode switching on the right atrial (ra) lead. It was also noted that there was one under-sensed r-wave on the right ventricular (rv) lead. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.